Event description:
On initial contact, dentist reported device overheating, and burned patient's cheek. When contacted for additional information, advised patient had a small white patch on inside of cheek after filling procedure. Small size, about the size of a pencil top. Used antiseptic ointment on burn and followed up with patient after five (5) days.